Event description:
There was an allegation of questionable results from the cobas e411 disk analyzer. Sample 1 initial elecsys hcg+beta result was 0.9 miu/ml. The repeat result was >10000 miu/ml sample 2 initial tsh result was 0.029 miu/ml and the repeat result was 4.49 miu/ml. Sample 3 initial ft4 result was <0.039 ng/dl and the repeat result was 1.48 ng/dl.

Manufacturer narrative:
The tsh reagent lot number was 838234. The ft4 reagent lot number was 816060. The hcg reagent lot number and all of the expiration dates were not provided. The field service engineer found an issue with the sipper flow and bead mixture. He performed an adjustment and cleaning. The investigation is ongoing.

Manufacturer narrative:
Medwatch field d4 catalog no was updated. The investigation determined that the service actions resolved the issue.